Event description:
It was reported that the patients therapy was no longer adequate. It was also noted that the patient was having trouble keeping a charge and getting to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.